Event description:
It was reported that patient was referred for a lead revision procedure, the right ventricle (rv) lead exhibited high threshold. The rv lead was explanted, and the device was hooked up to the previously capped ventricular lead. An old rv lead that was implanted on (B)(6) 1988 was capped on (B)(6) 1997 due to unknown malfunction. The patient was stable throughout the current lead revision procedure.